Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info had been requested, but not received to date. (B)(4).

Event description:
A customer reported that a system message was displayed and the staff was unable to clear the message. The surgery had begun and was unable to be completed. Add'l info has been requested.